Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s display button not functioning as intended was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6) was functionally tested, and its display and silence alarm buttons were found to not function as intended. One of the two green pump indicators was also unlit. The unit was troubleshot, and the issues resolved upon replacing the interior user interface (ui) ribbon cable with a new component. The controller passed all functional testing with a test ribbon cable. Further troubleshooting was performed, and the cause of the issues was isolated to the specific connection between the controller¿s ui membrane printed circuit board (pcb) and the ribbon cable. However, during further testing of the ui membrane pcb and ribbon cable, the observed issues resolved and could no longer be reproduced. A log file was also extracted from the returned controller; no atypical events were observed, and the pump operated as intended throughout the data. The root cause of the reported event was isolated to an issue with the connection between the controller¿s ui membrane pcb and the ribbon cable but could not be isolated any further due to the issues resolving during testing. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a follow-up clinic visit on (B)(6) 2024, the patient reported a non-functional display button on the system controller. The affected system controller was replaced that day.